Event description:
It was reported that the patient was experiencing implant site pain due to ipg migration. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5109989/5131297/5083204/5109957.